Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right popliteal artery. After a 6f non-bsc introducer sheath was inserted and a jupiter fc3 guidewire crossed the lesion, a 5.0mmx60mmx135cm sterling balloon catheter was advanced for pre-dilatation. However, during initial inflation at 8 atmospheres for 10 seconds, the balloon ruptured at the middle part. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).